Event description:
The complainant had placed an impella cp to support an acute myocardial infarction/cardiogenic shock patient. The pump was placed via a 14 french sheath. The site was bleeding around the original impella peel away, which became progressively worse throughout the procedure. The decision was made to cannulate the patient for venoarterial extracorporeal membrane oxygenation. A total of six units of packed red blood cells and two units of fresh frozen plasma were given. The peel away was exchanged for a repo sheath, but bleeding continued. Bleeding was still a concern at the impella site. The medical doctor made the decision to explanted and placed a non-abiomed 18 french sheath for the impella cp. No distal pulses were appreciable today and the foot was cool to touch. The implella cp was explanted and the patient survived.

Manufacturer narrative:
The impella device was discarded by the customer and therefore,¿an evaluation of the device was not possible. Should any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿